Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, low pacing impedance and noise resulting in oversensing were observed on the right atrial (ra) lead. Insulation damage was suspected, but could not be confirmed, to be the cause of the event. The device was reprogrammed. The patient was stable and will continue to be monitored.